Event description:
It was reported that during a ptcra treatment procedure, the rotawire extra support guidewire kinked and fractured, becoming lodged in the coronary artery. The physician was advancing the burr (size unk) into the right coronary artery when the wire kinked. The kinked wire caused the burr to shear off and 10 cm of the wire was retained in the right coronary artery. The pt was sent for CABG surgery where the left greater saphenous vein was grafted from the left anterior descending coronary artery to the right coronary artery, tapping down a dissection that had been noted in that area. The retained portion of the rotawire was removed. (Prior to the performance of any anastomosis, the pt developed atrial fibrillation, which was synchronously cardioverted at 10 joules.) The procedure was successfully completed.